Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. (B)(4). Evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, the device data file was provided for review. Review of the data file determined the analysis that were resulted in no shock advised were due to CPR being performed during analysis. Based on the analysis algorithm incorporated in zoll defibrillators, the analysis did not match the predefined criteria for shockable rhythms. It was concluded that the device worked as designed and configured, and within the limitations of the technology available. The device operator's guide instructs users to cease CPR during analysis. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.